Event description:
During the pre-surgery stage of a pacemaker generator/component exchange procedure, the pulsar system (generator and device) was activated and the device sparked. A new device was plugged into the generator and utilized to complete the case with no further reported issues. Seeking additional patient and procedure details from the hospital facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Generator utilized subsequently without further incident; therefore, product analysis not necessary. (B)(4).